Event description:
Customer called to report the insulin pump alarmed for no delivery during the priming process. Blood glucose reading was 120 mg/dl. The insulin pump passed the fixed prime with manual plunger test. Advised to call back when the alarm occurs. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.